Event description:
The complainant reported the pt had undergone a therapeutic enteryx procedure in 2004. The pt experienced severe chest pains on that same day subsequent to the procedure. A week later, the pt began to experience the on-set of weight loss. In addition, the pt experienced severe vomiting, an inability to eat, and diarrhea, which all began on the 11th day. An egd with dilatation was performed 11 days later. At that time stenosis was observed at the ge junction, that the clinicians dilated successfully with a balloon. The pt was also given a kenalog injection. In addition, mild nodularity at the ge junction was also observed. No ulcers were observed at the ge junction. Eighteen days later, a g.I. Cocktail (containing maalox 30cc, viscous lidocaine 2% - 10cc), donnatal 10ml, #150 bid-tid prn, celebrex and clindamycin were given to the pt. The pt experienced a total weight loss of 28 pounds since the procedure, which was reported to have been resolved along with the diarrhea the next day. The complainant reported that the pt's severe chest pain was resolved 3 days later.